Event description:
As reported by an edwards affiliate, during a tmvr procedure with a 26mm sapien 3 ultra valve within a 30mm physio 2 surgical mitral ring, the balloon interacted with a narrow left ventricle and the ventricular septum during deployment and moved in the direction of the atrium. As a result, the valve landing in the 50/50 position across the mitral ring. Post dilatation was then performed using the same commander delivery system with an additional 3 ml inflation, for a total of +5 ml. At this point, the balloon burst at approximately 7 atm. The balloon was removed together with the esheath+ as one unit. On transesophageal echocardiography examination, there was leaflet overhang on the ventricular side, and a decision was made to deploy a second 26mm valve with +2 ml inflation to cover the leaflet overhang; however, due to interaction with the narrow ventricular septum, the second valve landed in a similar position, approximately 40% atrial and 60% ventricular. The decision was made to finish the procedure, with a final echo gradient of 4mmhg, and the proceduralist was satisfied with the outcome. During movement and manipulation of the deployment system, the patient's atrial pacemaker lead was dislodged.

Manufacturer narrative:
Investigation is still ongoing.